Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron delivery catheter 070 (neuron 070). During the procedure, after successfully making passes, the physician experienced resistance while advancing a stent through the neuron 070 and the neuron 070 became stretched. Therefore, the neuron 070 was removed and the procedure was completed using a new neuron 070 and the same stent. There was no report of an adverse effect to the patient.